Manufacturer narrative:
(B)(4). Applicable imaging films were returned to the manufacturer for review. X-rays again show an l4/5 transforaminal lumbar interbody fusion (tlif). Initial films now show at one week post op considerable subsidence of the superior endplate of l5. This appears mechanical and most likely represents physical damage to the end plate at the time of surgery. Over time, there is no significant change in position of any of the visualized implants or the motion segment. Gradual incorporation of bone within the disc space appears to be occurring, and several of the films appear to show almost complete fusion. As is often seen after interbody fusion there are irregularities that develop in the endplates related to micro trauma that occurs during scraping, cleaning of the disc space and placement of the spacer.

Event description:
It was reported that awhile after the posterior lumbar interbody fusion (plif) spinal surgery CT findings revealed sinking of cage(s) was observed. It was reported that the sinking was caused by ¿bone erosion.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.